Event description:
It was reported that the patient had a lead migration from the right side to the left side of her lower back. There were no symptom s/injuries related to this event and patient status was reported as alive - no injury/no adverse event. She was scheduled for a revision of the lead to move back to the right side of her lower back. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had the lead revised to her right low back and was feeling stimulation in her right low back area.

Manufacturer narrative:
Product ID, 3777-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead product ID, 3777-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead product ID, 3777-45 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead product ID, 3777-45 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead product ID, 37744 lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID, 37744 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4) .